Event description:
The manufacturer received information that a dreamstation auto bipap device is returning because the patient has passed away. There was an allegation of humidifier heat not working. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. Although there is not an allegation that the device caused or contributed to the mentioned "death¿, due to insufficient information this event will be reported. The device has not yet been returned to the manufacturer for evaluation.